Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed inaccurately high results when tested with control solution. The complaint was classified based on the original, limited customer care advocate (cca) documentation since the patient was unable or unwilling to answer questions during the original call and refused to provide further information during a follow-up call from lfs on (B)(6) 2016. The patient claimed that on an unknown date and time, he obtained alleged inaccurately high control solution results of ¿158 and 157 mg/dl¿ compared to the expected range of 112-149 mg/dl. The patient was unwilling to say how he manages his diabetes or whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He refused to say whether he developed any symptoms as a result of the alleged issue. He reported that at 10pm on (B)(6) 2016, he received treatment, but refused to specify the nature of this treatment. During troubleshooting, it was established that the patient¿s test strips had been stored correctly, the test strip vial was not cracked or broken and the meter was set to the correct unit of measure. The patient described the correct testing steps and reported that he was using the correct control solution which was within expiry date. The cca walked the patient through a control solution test and the result fell outside the expected range. The patient¿s products were requested back for investigation; however, no products were sent to the patient as he refused to provide shipping information. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.